Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove from the pt anatomy after clip deployment. The safety release was used to remove the device from the pt anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.